Event description:
A report was received that following a trial implant, the pt was receiving vibrations in his hearing while the stimulation was on. The physician chose to explant the lead and the pt is reportedly doing well following the procedure.

Manufacturer narrative:
Leads were not returned to bsn as they were discarded by the medical facility.